Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an endoscopic ligation of internal hemorrhoids procedure performed on (B)(6) 2024. The device was placed onto the endoscope, and it was inserted into the patient. During the procedure, after the hemorrhoid was suctioned, during the first deployment of the band, it was stuck and could not be deployed. A second attempt was made; however, still the band could not be deployed. The procedure was completed with another of the same device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned with five bands attached to it and two of them were damaged. The ligator housing teeth were found bent and broken. The handle had marks of the trip wire indicating that it was secured. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the returned ligator housing had five bands attached to it, two of them were damaged, and the ligator housing teeth were bent and broken. It is possible that this problem might have to do with the technique used by the physician or the way the device is being handled when trying to deploy the bands with the handle. Perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle when trying to deploy the bands and this made the bands feel difficult to be deployed. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, making the teeth get damaged and also affecting the functionality of the handle when deploying the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an endoscopic ligation of internal hemorrhoids procedure performed on (B)(6) 2024. The device was placed onto the endoscope, and it was inserted into the patient. During the procedure, after the hemorrhoid was suctioned, during the first deployment of the band, it was stuck and could not be deployed. A second attempt was made; however, still the band could not be deployed. The procedure was completed with another of the same device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.